Event description:
Further follow up with the neurologist confirmed that the extrusion was likely due to the patient's constricted stature. The neurologist noted that the patient's head is usually tilted down to the left side, which is where the generator/lead system is located. No other relevant information has been received to date.

Event description:
The patient¿s caregiver informed that the lead is visibly sticking out from the patient¿s neck incision site, and that the lead is no longer within the boundaries of the patient¿s skin. The caregiver has been in touch with the surgeon, who has referred the patient for surgery to fix the issue and secure the lead subcutaneously. The patient¿s caregiver additionally informed that the patient has a very constricted stature that made the lead very difficult to place in surgery. The caregiver also noted that it takes the patient substantially longer to heal from things than the average person. It was later reported that the patient was referred for surgery. The initial plan was to suture shut the patient's wound opening; however, a lead revision was instead completed. The pre-operative diagnostics were within normal limits, but the surgeon decided to complete a full revision, removing the top electrode and cutting at the anchor tether. The surgeon reported that the lead had pus inside from when he accidentally nicked the lead when he was trying to close the patient's incision with sutures in his office. The post-operative diagnostics with the new lead were within normal limits. The explanted product has not been received to date. No other relevant information has been received to date.